Event description:
Customer reportedly received the following results on the aviva combo/ aviva nano system within 10 minutes: 1) 157 mg/dl and 41 mg/dl 2) 130 mg/dl and 70 mg/dl no actions taken based on device results. No adverse event reported. Requested return of suspect device however the customer no longer has the test strips.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the aviva nano system (lot number and expiration date unknown). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the aviva combo system. Will not be returned to manufacturer.